Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x18 xience alpine referenced is filed under a separate medwatch report number. Evaluation summary: (B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficulty removing the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties with the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat concentric lesions located in the distal and mid-left anterior descending coronary arteries that were mildly tortuous, moderately calcified and 90% stenosed. After deployment of a xience alpine 2.25 x 28 mm, resistance was felt during removal of the stent delivery system (sds) between a non-abbott guide wire and the sds. After deployment of a second xience alpine 2.5 x 18 mm stent, resistance was felt during removal of the sds from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.